Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error several times. Troubleshooting was performed. Ran a displacement test and the insulin pump failed the test. Advised the customer to insert the reservoir with insulin and manually fill the tubing. The insulin pump did not alarm motor error. Perform a self test and passed. Reviewed the alarm history and found that the customer also received a low reservoir alarm. No further info was provided.